Event description:
During a follow up call for an unrelated alarm, the home patient (hp) reported having peritonitis. The hp stated they are no longer performing pd therapy. Hp stated is currently doing hemodialysis. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012 who confirmed that the patient was hospitalized on (B)(6) 2012 with peritonitis with a culture positive for (B)(6). The patient did receive antibiotic treatment, but the pdrn stated that the patient was being treated at another facility and was unable to confirm the medication, route or dose. The pdrn stated that the cause of the peritonitis was unknown. Product surveillance spoke to the unit director- registered nurse (rn) of the facility that the patient began care at after release from the hospital. The rn stated that she had no information about this peritonitis event. The rn did state that the patient will not be returning to peritoneal dialysis therapy and will be having her catheter removed at a later time. No further information will be made available for this peritonitis event.

Manufacturer narrative:
(B)(4). The sample is not available. A batch review was conducted on potentially associated lots 5c4482 lot numbers (h11f22040, h11f24053, h11h19059), 5c4483 lot numbers: (h11f20093, h11g12049) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). This is report 2 of 4 for this peritonitis event. The specific product code for the minicap transfer set is unknown, however the brand name, manufacturer and 510k number are provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow up report will be submitted if additional information becomes available.